Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 507 mg/dl. It was noted that the blood glucose readings were not going down. Customer stated that shots allowed the blood glucose readings to go down however the insulin pump still allowed blood glucose readings to be high. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed and passed. No further information reported.